Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a remote merlin transmission that revealed episodes of pacemaker mediated tachycardia. The patient had missed a conducted beat and paced in the right ventricular followed by an atrial paced event. A programming change was recommended. No further information is available.